Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a plum set where a ¿chemotherapy fluid leaked from the vent hole on the drip tube¿. There was no patient or healthcare provider harm reported.